Manufacturer narrative:
(B)(4). Adverse event not related to malfunction. No follow-up medwatch will be filed.

Event description:
Via phone call with sales rep. Verse sleeve had difficulty holding the screw and screw driver disengaged. During the procedure, the patient went into shock. All the screws had to be removed and the procedure is rescheduled for monday. Difficulty with the sleeve did not cause the patient to go into shock.

Manufacturer narrative:
During post market surveillance review, it was determined that the depuy spine products mentioned in this complaint did not cause or contribute to the reported event (patient shock). This was confirmed with the medical safety officer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.